Event description:
It was reported that stent damage occurred. A 2.75x16mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the strut of the stent was deformed by the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The product stent protector was returned with the complaint device covering the exposed proximal portion of the balloon. A visual examination of the crimped stent found the proximal portion of the crimped stent was damaged with severe bunching distally and overlapping of the stent struts evident. Analysis of the device would suggest that the device was not used in procedure as the stent protector was still on the device on return for analysis and evaluation. As the proximal stent was severely damaged, it was not possible to remove the stent protector distally from the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed proximal portion of the balloon wall indicating good crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found a kink at the port bond skive location. This type of damage is consistent with excessive force being exerted on the delivery system. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x16mm promus element drug eluting stent was advanced to treat the lesion. However, the strut of the stent was deformed by the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).